Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the system has poor image quality with grainy images. This issue refers to degraded image quality resulting in the termination of the system use. There is no report of patient injury or death.